Event description:
It was reported that although the fiber appeared in good condition after unpacking and preparation, a crack or kink was identified in the middle of the device after 3 seconds and 150 joules were expended. During this 3 seconds, the aiming beam was seen coming out the middle of the fiber; however, there was no physical break in the fiber tip. A second fiber was used to complete the procedure without delays. There were no clinical consequences as a wet towel was covering the fiber over the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported allegations of fiber break and bent/kinked were confirmed as the analysis identified a fiber body break between the input connector and the control knob. It is probable that the fiber body fracture occurred due to excessive manipulation/rough technique applied to the fiber during procedure. The interaction between the user and device caused or contributed to the observed fiber damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. There was no devitrification at the output window, and no detritus adhesion was present in the metal cap. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed the aiming beam at the break location. The fiber passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber is consistent with excessive manipulation/rough technique applied to the fiber during procedure. The IFU instructs the user to not press the fiber into the tissue, causing stress between the fiber and opening of the cystoscope. Also, to not bend the fiber at sharp angles. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that although the fiber appeared in good condition after unpacking and preparation, a crack or kink was identified in the middle of the device after 3 seconds and 150 joules were expended. During this 3 seconds, the aiming beam was seen coming out the middle of the fiber; however, there was no physical break in the fiber tip. A second fiber was used to complete the procedure without delays. There were no clinical consequences as a wet towel was covering the fiber over the patient.